Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically used, damaged sfc-b 150-035 device; returned coiled, loose and sealed in a mylar/tyvek pouch. As received, the specimen presents fractures of the outer coiling wire and the safety ribbon wire; the distal tip coil to ribbon wire weld and an indeterminate amount of coiling and ribbon wire are missing from the returned specimen. The safety ribbon wire presents indications of ductile tensile overload and the coiling wire presents indications of torsional overload under tension. The distal 11.75 cm of the core wire and 18.8cm of the safety ribbon wire proximal of the fracture are extending through the stretched coil wraps. The specimen also presents numerous bends of varying severity and frequency scattered over the length of the device beginning 0.5mm proximal of the ribbon wire fracture. The safety ribbon wire also presents a twist of approximately 1/3 of a turn over the 1.2cm proximal of the fracture. No other damage or inconsistencies are noted to the specimen at this time. Except where noted, the specimen device appears visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the reported event. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and procedural factors appear to have impacted on the event as reported.

Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. It was reported that the device is expected to be returned for analysis; however, at the time of this report, the device was not received. Reviewing all details to date, it appears clinical and or procedural factors may have impacted on the reported event. If there is any further relevant information provided, a follow-up medwatch report will be provided.

Event description:
Per email: end of the guidewire broke off into the bladder after 4/5 attempts trying to enter the uo. The tip was retrieved from the bladder by the surgeon and the guidewire removed from patient. The guidewire was unravelling, once removed the procedure was completed by using another ptfe wire. The surgeon was completely satisfied that the tip had been removed and flushed the bladder again after the procedure. The surgeon commented that he must have caught the guidewire on the left side of the scope/deflector which had caused the tip to come away from the wire. Patient condition is reported as stable.